Event description:
It was reported that the patient recently flew and during the flight time his stimulator acted up and got a little ¿finicky.¿ there was a change in the stimulation feeling and stimulation was vibrating and stronger. This occurred on the flight there and on the flight home. The patient wasn¿t able to communicate with the implant because he was in the middle seat and couldn¿t adjust. It was noted no adjustments or changes in stimulation would be anticipated while in flight. It was reported that sometimes the patient would get confused with instructions. The patient had been programmed for scheduled therapy and didn¿t realize they had to make adjustments at different times during the day which resolved with education. The manufacturer¿s representative (rep) was going to inform the patient to have the programmer and check implant status if needed during flight and turn it down if needed. The rep. Thought it may have just been related to sitting in flight for so long. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97792, lot# n401535, implanted: (B)(6) 2014, product type accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).